Event description:
It was reported that boston scientific technical services (ts) was contacted by the healthcare professional (hcp) regarding right ventricular (rv) pace impedance and a red alert received. Ts reviewed the device data and noticed a gradual rise in rv impedance and now high, out-of-range pace impedance values of greater than 2000 ohms. Ts discussed options with the hcp. The device and leads remain in service. No adverse patient effects were reported.